Event description:
Caller reported a malfunction on the pump, identified with a specific code that was resettable. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue with no recurrence of the malfunction code. Customer was advised to call back if the issue reoccurs and acknowledged understanding the instructions.